Manufacturer narrative:
Zoll has not received the product for evaluation. A supplemental report will be filed if and when the product is returned and investigation has been performed.

Event description:
A patient was receiving intravascular temperature management therapy since (B)(6) 2018. After the third day, an air trap alarm was observed on the console and blood tinged saline was noted in the start-up kit (suk). A catheter leak was suspected. No known patient consequences were reported.